Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced an issue using the system, where the system was not displaying any glucose values in the mobile app. This resulted in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. An RMA was authorized to have the sensor returned for investigation, but it was not received. Therefore, no confirmation or investigation of the complaint was possible. A sensor replacement was offered to the user.